Manufacturer narrative:
This supplemental report is being submitted because upon completion of investigation and review of the complaint file, this complaint was determined to be not reportable as there was no product malfunction and the issue was caused by user error.

Manufacturer narrative:
The device refenced in this report was returned for evaluation. The catheter was inspected and tested by engineering and found to pass all safety and performance tests. It seems that the image problem was caused from saline contamination on the interconnect area. It is common for saline solution (from the pre-insertion test) to be present on the gloves of the catheter user. Sometimes, this conductive liquid can transfer to the interconnect area where the catheter and the swiftlink connect. A typical result is an initialization error and failure of the catheter to function or image problem.

Event description:
It was reported that the catheter could not be visualized on the ultrasound system. The user replaced the catheter and the issue was resolved. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported phenomenon but with no results.